Event description:
Independent repair center: customer alleged unit will not start and the key failure is the compressor locked up.as stated on the repair statement additional malfunction on this device: power switch control panel has no alarm.